Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during an endovascular procedure the subject balloon burst. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed if the device met specification, as the device was not returned. It was reported that the balloon burst during the procedure. Additional information states that there were no anomalies noted to the device prior to use, the device was prepared as per the dfu, continuous flush maintained, the anatomy was not so tortuous, the correct inflation medium used to inflate the balloon as per the dfu, the device was not inflated over nominal pressure or excessive pressure used, there was no leakage noted during preparation and a peel away sheath was used to advance the catheter into the introducer sheath. The device was not returned for analysis and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to the reported event. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure the subject balloon burst. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.